Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery while loading the heartstring seal, the toggles did not roll out the seal completely and the heartstring seal can not be loaded. A replacement seal was used to complete the procedure. The hospital did not report any patient complication.

Manufacturer narrative:
Investigation details: visual inspection verifies that the partially folded seal is still within the window of loader assembly with the delivery device attached to the loader component. The reported complaint is confirmed for seal did not load. Further investigation discovered that the seal was cracked. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint.